Manufacturer narrative:
Concomitant medical products: product ID: a90300, product type: software. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurosti mulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor therapy. The rep reported that the patient has had difficulty charging since the implant.  The wireless recharger (wr) connects to the ins then it drops out and gives error code 1701(?) But the rep was not positive about the error code number.  The rep will try a different wr to see if that resolves the problem.  No symptoms or patient complications were reported. Additional information was received from the rep. It was determined that the difficulty of maintaining the connection to recharge was the result of the implantable neurostimulator (ins) being tilted. The implant depth and tilt of the ins contributed to the issue. Using a different charger resulted in the same issue. The patient was able to successfully charge twice over the weekend, 20minutes each time, and when the rep met them again mon (B)(6) they were able to top off the ins from 90% to 100% in just a  few minutes. The ins is located on the right buttock, depth unknown. The patient's weight at the time the event occurred is unknown and this information is not available. The wireless recharger has not been r returned since it is still in use. A revision surgery to place the ins more superficial and parallel to the skin will be performed.

Manufacturer narrative:
Continuation of d10: product ID a90300, serial# unknown, product type software. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was determined that the cause of the ins being tilted was not determined and it was not due to migration after implant. The cause of the ins depth was due to migration after implant. Asked to provide more details about the revision surgery to place the ins more superficial and parallel to the skin, they stated the device will be moved to a better position but nothing will be explanted or taken out of service or replaced. They stated revision surgery has not been scheduled yet and the ins is still in the patient, in use. The device will not be returned because there is no reason to remove it. They also reported that the patient is out of state on vacation so they cannot schedule a time to meet with them to get the logs. They stated the patient is able to charge their implant and they are unsure of when the patient will return to il. Additional information was received from the rep. They stated that dr (B)(6) has chosen not to bring the patient into the office for review of the logs. They feel it is not warranted since the patient is able to charge and will be getting a pocket revision, which has not been scheduled.